Event description:
Received a report that a patient alleges systemic reaction in response to our implants. Symptoms disappeared after hardware removal.

Manufacturer narrative:
No further patient information or product detail was provided at the time of this report or made available in response to follow-up communication. Follow-up report will be done if additional information is received.